Event description:
It was reported that a patient underwent a ventral hernia repair with mesh on (B)(6) 2010. At the end of the case, the surgeon noted that the tip of one of the needles was missing. A film of the abdomen was taken and read as negative for identification of metallic objects in the operative area.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.